Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is the total number of patients to which this issue occur? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide the following information for each patient event: what is the lot number involved? Can you please clarify how was the issue resolved? Was another drain needed to correct the situation? If yes, was the new drain placed surgically during a second procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please note: the IFU indicates blake drains & j-vac reservoirs are to be used together. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2025 and a drain was used. Post-op patient came to clinic it was found that their 15 french drain was not holding suction to the jp reservoir (catalogue number: 0070740). Additional information has been requested.